Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One sample was received without its original package. No damage was detected on visual inspection. When we inflated the unit with air, the pilot balloon inflated but all air was stuck in it. We manipulated the pilot balloon. However, we could not inflate the cuff. The complaint is confirmed. The root cause of the reported issue was related to manufacturing. Corrective action and preventive action (CAPA) was initiated to resolve the report issue. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during the testing, the cuff would not inflate. No patient injury was reported.